Manufacturer narrative:
(B)(4). Please note that the first report submitted under (B)(4) was submitted with an incorrect this follow-up report is to note that g.4 should have reflected a date of (B)(6)/2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.